Event description:
Customer reported receiving a replacement meter starter kit, however, when she opened the package, it appeared tampered and no meter was present. Customer stated as a result of not having a meter to test, she experienced coughing, "high" glucose, dehydration, sweatiness and frequent urination, which occurred twice. She reportedly took too much insulin and stated on at least one occasion she lost consciousness. Customer reported she had a previous brain injury, which caused memory loss, so she was unable to recall when this event occurred. The customer denied third party medical intervention, no diagnosis was reported, and she self-treated with food and glucose tablets. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete.